Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during reprocessing, it was observed that the quick coupling device came apart. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the planetary wheels were outside of the device, coupling for guide was loose from the housing, and did not secure smaller diameter k-wires in each setting. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.